Event description:
Per the clinic, the patient experienced a skin breakdown due to strong magnet. Subsequently, the patient was treated with oral antibiotics in (B)(6) 2025 (specific date not reported) for a duration of 2 weeks and followed by topical antibiotics (specific date and duration not reported). The implanted device remains.